Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, oversensing, noise, short v-v intervals and a lead impedance warning. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.